Event description:
The facility representative reported a flo-gard infusion pump with failure code f-38. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with failure code f-38 was confirmed and reproduced by baxter service personnel. The root cause of the condition was determined to be both force-sensing resistor pressure sensors were defective on pump one. Both force-sensing resistors were replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.